Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-us event. This occurred in canada. Consumer reported the strings on the tampons either broke off or pulled out upon removal. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product, however, no further information has been received.